Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the sheath assembly from femoral marker to the proximal end and fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on 13nov2015. It was reported that the water leaked. During a percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used in order to visualize an unspecified target lesion. When the device was being flushed. Water leaked from the telescope. No patient complications were reported. However, device analysis revealed an open hole at the sheath lap joint section of the device.